Event description:
The (B)(6) 2010, the total hip prosthesis was implanted on the patient and this prosthesis has reportedly always caused him pain (the pain-treatment are ineffective). In (B)(6) 2015, the surgeon asked the patient to perform thorough examinations such as blood analysis, x-rays, scans and bone scan. After examinations, the blood tests revealed a cobalt rate 14 time higher than normal and a chromium rate 5 time higher than normal (no measurements provided); which involved a pelvis necrosis. On the (B)(6) 2016, revision surgery was performed.